Manufacturer narrative:
The customer informed the authorized service provider (asp) of the low tidal volume issue. After checking the pipeline circuit, there was no air leakage found. When the airway pressure was raised, the tidal volume still showed as very low. Due to the device issue, the ventilator was replaced with another v60. In a good faith effort (gfe) response from the asp received, it was stated that the customer had found a 3rd party service to repair the device by replacing the oxygen sensor solenoids. The asp was able to confirm that the device had returned to full functionality and been placed back into service but was not able to provide what testing was completed following the part replacement. It was stated that the patient information from the time of the event is unknown. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume displayed on the machine was very low. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) of the low tidal volume issue. After checking the pipeline circuit, there was no air leakage found. When the airway pressure was raised, the tidal volume still showed as very low. Due to the device issue, the ventilator was replaced with another v60. This investigation is ongoing.